Event description:
It was reported that during a coronary stenting treatment procedure, a stent embolization occurred. The lesion being treated was located in the distal right coronary artery (rca). The physician deployed a 4.00x32mm liberte bare metal stent in the proximal portion of the rca. Then he attempted to place a 2nd 4.00x32mm liberte bare metal stent distal to the first stent. The stent became stuck in the struts of the fist stent and dislodged. The stent remained inside of the previously placed stent and the physician crushed it against the vessel wall with a balloon. A non-bsc stent was deployed to secure the stent and prevent it from embolizing. Patient status reported as "stable". Additional information was requested but not provided.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.